Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have been getting service code 2703 3-4 times since friday, (B)(6). Patient stated the first time this happened was about 3 weeks ago after the battery had drained, so they thought maybe it was because they messed up and let the battery drain, but then it has happened 2-3 times since then. Patient confirmed they have been keeping their implant battery charged except for the first time their implant discharged when this first occurred. Reviewed meaning of service code and general considerations. Redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.